Event description:
The lay user/patient contacted lifescan alleging a "memory issue" with the onetouch ping meter. The patient indicated that the subject meter was giving "incorrect test results" (unknown readings). The reported issue was unresolved with troubleshooting. As a result of the reported issue with the lfs product, the patient reportedly took diabetes medication based on a sliding scale, bolus of 0.075 units of insulin based on the reading of "155mg/dl." There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.